Event description:
Consumer reports loose syringe in one of the 10 pack syringes he purchased. Didn't use the syringe, however, believes the rest of the syringes were tampered with (or contaminated) because he thinks he got an infection from using the other syringes. Was prescribed ciprofloxacin and metronidozole for his infection.

Manufacturer narrative:
Consumer returned product from two different lots (one lot manufactured april/may 04 and the other lot manufactured in december 05). In addition, the single syringe returned was a half unit syringe (lot number unknown) was returned (unused).